Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called to report that the drive support cap appeared damaged. The customer's blood glucose reading was 151 mg/dl. The customer was advised to revert to a back-up plan; the device was replaced and will be returned.

Manufacturer narrative:
The pump was received with a cracked/broken off end cap, minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker. The drive support disk was inspected and no anomaly was noted.